Manufacturer narrative:
(B)(4) reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review report obtained. There was evidence of osteopenia and thin linear radiolucency at the tibial component cement-bone interfaces (at medial and lateral tibial trays) which may be indicative of loosening. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient is being considered for a left total knee revision approximately 16 years post primary surgery, due to poly wear, instability and tibial tray loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10606-4.

Event description:
It was further reported the patient was revised for a left total knee approximately 16 years post primary surgery, due to poly wear, instability and tibial tray loosening. Attempts have been made and additional information on the reported event is unavailable.